Manufacturer narrative:
(B)(4). S/w: 6.5v; retainer ring: black. Customer filed a complaint on (B)(6) 2021 about a crack on the battery compartment. Insulin pump passed the displacement test. The test p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, broken battery tube threads, fading serial number label, partially detached retainer, cracked reservoir tube lip, pillowing keypad overlay. Verified crack on the battery compartment. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.